Event description:
An erroneously elevated troponin (accu tnl) result from a single patient. The patient sample was tested for accu tnl and the result was "normal". The actual result was not provided. The customer indicated that a follow up testing was performed an hour later. A fresh sample was collected from the patient and tested for accu tnl. The accu tnl result was 3.75ng/ml. The result was not reported out of the lab. The customer questioned the elevated result and re-tested sample b for accu tnl. The repeated accu tnl result was 0.01ng/ml. The result was reported out of the lab. The customer indicated that there has been no change to patient treatment attributed to or connected to this event.